Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a kenguard latex catheter. The customer reported that they were not able to deflate the balloon of the catheter. The catheter was inserted into the patient but would not drain so they went to remove it and the balloon would not deflate. The patient went to the emergency room of the local hospital to have the catheter removed. There is no additional information on how the hospital removed the catheter. Patient is stated to have returned home.

Manufacturer narrative:
Submit date: 07/03/2013. An investigation is currently underway, upon completion the results will be forwarded.